Manufacturer narrative:
(B)(4).

Event description:
The device sample received wouldn't thread thru the syringe and the guide wire kinked.

Event description:
The device sample received wouldn't thread thru the syringe and the guide wire kinked.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) inserted in its assembly and lidstock for evaluation. The arrow raulerson syringe (ars) was not returned. Visual inspection of the swg revealed one kink adjacent to the j-bend. Microscopic examination confirmed the kink and that both welds were spherical and intact. The kink in the swg was located approximately 590 mm from the proximal weld. The length of the swg measured 604 mm, which is within the specifications of 596-604 mm per product drawing. The outer diameter of the swg measured 0.788 mm, which is within the specifications of 0.788-.826 mm per product drawing. A dimensional inspection could not be performed on the ars as it was not returned for evaluation. The returned swg was able to advance through a lab inventory ars with minimal resistance. A manual tug test confirmed that both welds were intact. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The bill of materials (bom) of the reported kit (aw-04432) was reviewed and an ars is not provided in the reported kit. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained a kink adjacent to the j-bend. The returned guide wire met all relevant dimensional/functional requirements and a device history record review did not identify any manufacturing related issues. However, the ars was not returned for evaluation. Based on these circumstances, the probable cause of guide wire and ars resistance could not be determined. Teleflex will continue to monitor and trend for reports of this nature.